Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead has experienced difficulty breathing and chronic pain in the device area when bending and stretching and reported that the device felt like it moved in the pocket. The patient noted being seen in the hospital for illness and indicated being told that a lead was out of place, however, no further evaluation was performed during the visit. The patient had been lost to follow up since implant. The patient complained of feeling little shocks from everything that she comes in contact with. Boston scientific technical services (ts) referred the patient to their physician. No adverse patient effects were reported. This product remains implanted and in service.